Event description:
A site representative, registered nurse, reported that while in an ear, nose & throat (ent) procedure and navigating, the 2d images were all black. In trouble-shooting, a medtronic representative asked he site to re-center and bring in an instrument, green cross-hairs, however this did not resolve the issue. The images were adjusted to allow them to be visible, however, they were very white. Tracer accuracy was checked. The surgeon reported being 2cm inaccurate and when touching the nose it showed them in space. The surgeon opted not to re-register the patient and to discontinue the use of the navigation system. The procedure was completed. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site.software investigation completed. Analysis finds that the images displayed well when the window level and window width were adjusted. Software is functioning as designed.(B)(4) 2014: a medtronic representative educated the site registered nurse on how to change contrast to obtain optimal images. The images they had in the procedure were very good and usable if the contrast had been adjusted correctly. Accuracy was tested and everything tested beautifully.